Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR . The patient experienced fever and was diagnosed with an infection. Vegetation on atrial part of the lead was detected. The patient was hospitalized, an echo and antibiotic treatment were performed. Update 17. Feb 2016: on (B)(6) 2014 the patient suffered from dyspnea and fever. A lead vegetation (infection) located on the atrial part of the lead was diagnosed. The patient was hospitalized and treatment with antibiotics was initiated.